Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 reload accessory was analyzed and the complaint was not confirmed by failure analysis. The reload was returned with both the installation and removal tool removed from it. There was no cartridge or switch damage observed. No product issue was identified. The reload was found to have six staples missing from the reload pockets at the proximal end. The reload was not fired. The installation tool and removal tool were detached from the reload upon return. Both were re-installed and removed from the reload without issue. It was additionally observed that the reload was returned with missing staples. Specifically, the three most proximal staples on either side of the cartridge were absent from their designated pockets. A visual inspection of the reload reveals minor cartridge damage to the proximal end. The tail and switch are intact and present. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the stapler 30 reload instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the orange piece of the staple load detached instead of the yellow piece. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the orange piece of the staple load detached instead of the yellow piece. The instrument was inspected prior to use. The instrument did not collide with any other instruments or tools during the procedure. No fragments fell inside the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the customer reported complaint could not be determined and may be attributed to other factors unrelated to the accessory. The installation and removal tool most likely was removed by the user while attempting to install the reload into an instrument. The probable root cause of missing staples from the reload pocket is attributed to damage during use. It is likely that during the reload installation process, the installation tool was not used. This probably resulted in improper alignment of the reload tail within the instrument channel. The cartridge is designed to have its two halves inserted on either side of the knife track. However, if the alignment within the channel is incorrect, or if extreme angles of insertion are used, interaction with the channel or knife track may result in partial deployment of proximal pushers. The proper use of the installation tool ensures correct alignment of the reload. The missing staples most likely fell out of the improperly aligned reload during installation of the reload into an instrument.